Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), when an implant was engaged during initial placement, it would not come out of its casing or holder. The implant was removed. No adverse patient consequences were reported.